Manufacturer narrative:
Additional information section: d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section e.1. Advanced bionics considers the investigation into this reportable event as closed. External visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as cuts in the electrode lead in the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires in the fantail region. System lock was verified. The device passed some of the electrical and mechanical tests performed. Scanning electron microscopy (sem) analysis revealed that the broken electrodes. X-ray inspection revealed broken wires in the fantail region. It is believed that the breaks caused the decreased performance. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced decreased performance.

Manufacturer narrative:
Correction section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Device testing revealed abnormal results. Programing adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.